Manufacturer narrative:
It was reported that ¿the ventilator automatically powered off, went black for 2 seconds, and the interface displayed an abnormal flow sensor, making it unusable.¿ a deviation regarding the expiratory flow measurement may affect flow derived measurement values, however ventilation will not be impaired neither will an automatic powering-off-procedure nor a device restart be triggered. This conflict in information cannot be resolved due to lack of relevant details. It is assumed that two events might have happened which are not causatively linked to each other. There was no involvement of draeger s&s organization - no further information could be obtained. Due to little information and lack of device data/logs the manufacturer cannot provide either a confirmation or a conclusion about the reported event. Additionally, it is not possible to identify a root cause of the reported event. As a safety feature of the system, the safety software of the savina 300 device analyses and verifies proper function of the device. In case the safety software detects an internal deviation, corresponding audible and visible alarm messages are generated. A complete shutdown or a restart of the device will be accompanied by an acoustical auxiliary alarm to inform the user. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. According to the instructions for use a device check is required prior to each patient use; checking the expiratory flow sensor is part of the device check. Furthermore, a faulty expiratory flow sensor will be detected by the device during operation and a high priority alarm (e.g., "flow sensor inoperable") will be posted audibly and visibly while the ventilation continues. The expiratory flow sensor is a consumable accessory with a limited lifetime which can be used as long as calibration inside the workstation is possible. A suddenly occurring end of life is not unexpected; the replacement is a standard maneuver described in detail in the instructions for use which must be performed by the user on a regular base. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that "on (B)(6) 2023, when connecting an invasive ventilator to a patient with multiple injuries and sudden cardiac and respiratory arrest, it was found that the ventilator automatically powered off, went black for 2 seconds, and the interface displayed an abnormal flow sensor, making it unusable. The patient was immediately replaced with another invasive ventilator and reported for repair, without causing any adverse consequences to the patient."